Event description:
It was reported 8 bd sharps disposal collectors had faulty lids. The following information was provided by the initial reporter, translated from japanese: "the lid of the sharps collector often remains open in many departments that have been issued"

Manufacturer narrative:
H6: investigation summary: according to the DHR review process, the result showed there were no issues reported like (lid will not shut) issue during the manufacturing process of the lot number reported (1107903) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like (lid will not shut) issue for the same part number throughout the last twelve months. According with this investigation there is not enough information like a sample or picture to understand the failure experimented by the customer in order to determine the root cause of this issue. Nevertheless, as part of the manufacturing process, the product IFU (instruction for use) is included in each box to explain how the temporary and final closure method of the cap should be followed. However, if the method established within the IFU is not followed then the temporary or final closure will not function as intended. Also, as part of the manufacturing process a functional test inspection is performed by quality assurance personnel based on aql sampling plan (final closure pull-off force). Because of all the information presented, we can determine that the failure mode is not related to the manufacturing process. Based on this investigation this issue cannot be determined as related to the manufacturing process due to the information provided by the customer leads more to customer misuse. There is a bd sharps collector IFU (instruction for use) in each box that contains clear installation steps of how to perform the temporary and final closure method without any issues. Furthermore, there is no information regarding the storage and handling process of the product at the user¿s facility. If additional information is provided, a new investigation path will be initiated to determine the root cause of this issue. All the complaint information was captured for tracking and trending purposes. H3 other text : see h10.

Event description:
It was reported 8 bd sharps disposal collectors had faulty lids. The following information was provided by the initial reporter, translated from (B)(6): "the lid of the sharps collector often remains open in many departments that have been issued"

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1107903, medical device expiration date: na, device manufacture date: 04/30/2021. Medical device lot #: 1105905, medical device expiration date: na, device manufacture date: 04/28/2021. Medical device lot #: 1103909, medical device expiration date: na, device manufacture date: 04/22/2021. Medical device lot #: 1110906, medical device expiration date: na, device manufacture date: 04/30/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.